Event description:
It was reported that the patient experienced pain when the implantable pulse generator (ipg) battery level was low and a sensation of overheating during charging. The patient underwent a revision procedure wherein the ipg was replaced and repositioned. The patient was doing well postoperatively. The explanted device was kept by the medical facility and was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.